Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised to address osteolysis, poly wear of the tibial insert, and loosening of the tibial tray.

Manufacturer narrative:
(B)(4). Examination of the submitted tibial tray found evidence suggesting device loosening while in vivo. The investigation could not draw any conclusions about the root cause of the device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.